Manufacturer narrative:
Concomitant medical product: catalog number: sg-64, serial number: unknown, use by date: unknown and upn# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system and heli-fx endoanchors were implanted in a patient for the endovascular treatment of a 51mm abdominal aortic aneurysm. It was reported that during the index procedure, the patient suffered blood loss of 400cc. 1 unit of prbc was administered as treatment and the event was resolved. The event was assessed as possibly related to the index procedure by the investigator. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received:- it was reported that during the index procedure, after the endurant stent graft had been implanted, an angiogram showed a large type ia endoleak present, the endoanchors were implanted in an attempt to treat the endoleak as well as some infolding which was reportedly present on the graft. The anchoring did not completely resolve the endoleak, a proximal extension was then implanted and ballooning was performed and the endoleak was resolved. When removing the introducer sheath from the right access vessel a significant dissection was identified. The physician sutured and applied bovine pericardium onto the right common femoral artery and the procedure was completed and the patient status reported as stable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received- the investigator assessed the blood loss and vessel dissection as procedure related. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received. The aneurysm measured 51mm in diameter and the aortic neck angulation was 60 degrees at the index procedure. The procedural blood loss was assessed by the investigator to be possibly related to the procedure and the dissection was assessed by the investigator to be probably related to the procedure. The sponsor assessed the procedural blood loss to have a casual relationship to the procedure and was not related to the device. The sponsor assessed the dissection to have a causal relationship to the procedure and was not related to the device. If information is provided in the future, a supplemental report will be issued.